Event description:
It was reported while using the catheter for right atrial flutter isthmus ablation procedure, "popping" was noted during ablation and isthmus block could not be achieved. The irrigation pump was set at 30 ml/min and the generator was set at 40 watts. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed no anomalies. Functional testing revealed the catheter passed continuity, resistance and EKG testing. Steering force to create a curve was within spec at 9.5 lbs. The catheter also successfully passed ablation simulation testing, pressure drop testing and the rate test. The tip of the catheter was viewed under microscope and no anomalies were noted. To simulate the complaint issue the ablation simulation test was performed twice. During the first ablation simulation test the pump flow rate was set at 17 ml/min and the generator was set to the 50w per lab standard. The 2nd test was performed per customer setting of 30 ml/min flow rate on the pump and generator was set to 40w. Each time the test was performed without any issue. The cause for the reported "pop" could not be determined. Review of the device history records confirmed this device met mfg requirements prior to shipment. (B)(4).